Event description:
The customer reported that they are getting a charge/shock auto test failure message.

Manufacturer narrative:
(B)(4). The customer reported that they are getting a charge/shock auto test failure message. The device was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.